Event description:
Customer reports obtaining results of 26 mg/dl and 82 mg/dl on the same device within 1 minute. No action was taken based on device results. No adverse event reported, and no treatment recieved. No quality controls were used. Requested return of suspect device and replacement was sent.